Event description:
Moderate pneumothorax on left side found during routine post-op chest x-ray. Chest tube was placed and removed on (B)(6) 2018, at which point this adverse event was considered resolved and pt was discharged. No adverse events or side effects were noted during pt's three and six month visits, (B)(6) 2018 and (B)(6) 2019, respectively. Physician believes pneumothorax may be related to obtaining vascular access during the implant procedure. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.